Event description:
The customer reported volume/pressure fluctuations. The nellcor puritan-bennett factory service technician verified that the volumes were out of specification, and that the device failed the leak test. The service technician inspected the device and replaced the cup seal and cylinder assembly. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.